Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that the monitor would not power up, and an alarm tone was heard when power was applied. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.